Event description:
Additional information was received from a manufacturer's representative. The rep stated that the patient cancelled their appointment again. The patient has not re-scheduled at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome reported via the manufacturer¿s representative (rep) they had to turn the implantable neurostimulator (ins) system off approximately six months ago as they experienced a shocking/jolting sensation and experienced itchiness when turning it up. It was noted a year ago the consumer had a normal impedance check. There were no factors that may have led or contributed to this. A follow-up appointment was scheduled for (B)(6) 2017 to evaluate the system so the issue wasn¿t currently resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient re-scheduled their appointment for (B)(6) 2017. Follow-up is to be conducted at that time.